Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported difficulty to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen/delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the guide wire lumen, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. Based on the reported information, it is possible that during the procedure the inner member or guide wire lumen became stretched reducing the clearance causing the reported difficulty to remove. Manipulation against resistance likely possibly resulted in the guide wire locking in place in the wire lumen. The bends on the non-abbott balloon catheter likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified and moderately tortuosity lesion in the left anterior descending artery. The hi-torque 014 bmw hydro guide wire was advanced to the lesion without issues. A 2.5x15 non-abbott balloon catheter was advanced over the guide wire to the lesion and the balloon was inflated without issues. An attempt to retrieve the balloon catheter from the guide wire was made; however, the balloon catheter could not be removed. The balloon and the guide wire were removed together as a unit. The procedure was successfully completed with a new non-abbott balloon and a new bmw guide wire. A 3.x9mm and a 3.5x18mm non- abbott stent were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.